Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were examined by their dentist that found very few teeth come in contact in mip. The patient also lacks anterior canine guidance. In order to correct the malocclusion it is recommended that the patient sees a board certified orthodontist. Letter of recommendation provided.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.